Event description:
A patient reported experiencing inaccurate low results with an otp. The patient's blood glucose results were 134 mg/dl vs. 199 lab. Tests were done within 21-30 minutes with a difference of 33%. Patient did not experience any adverse events. No further information has been reported.